Event description:
The customer was hospitalized for hypoglycemia and a diabetic coma. It was indicated that the customer was still connected to the pump while priming. The customer stated that the cause of the event was overinfusion. It was noted that the customer was educated on the importance of disconnecting while running a prime. The programming and histories were accurate. Troubleshooting was done during the call and the pump passed the tests.